Event description:
Customer reported a discrepant sample using the sars-cov-2 tma assay on panther instrument sn (B)(4). The initial result was negative, then was retested on two different platforms with a negative and positive result. The patient was recollected few weeks later and tested positive on another non-hologic platform. Customer did not upload logs for review. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) followed up with customer to retrieve the logs, but they noted they could not send logs from their site. Ts advised customer it was possible the specimen had low target or was mishandled/contaminated, and hologic could not comment on the results from other platforms. Without log review they could not rule out instrument or reagent preparation issues. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.